Event description:
It was reported by the customer that during use on patient, the cs100 intra-aortic balloon pump (iabp) had a gas loss alarm. There was no patient harm or injury reported. The alarm "leak in iab circuit" in the iabp was a slow gas loss alarm which was triggered due to loss connection of the catheter or patient with high heart rate or fever during operation.

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.